Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
'It was reported that during a procedure involving the lead 407652 and the implantable pulse generator (ipg) w1dr01 azure xt dr, several issues were encountered. The patient experienced a dislodgement of the right atrial (ra) lead within several hours of the initial implant. The lead was explanted and replaced. The new lead was placed into the header and the torque wrench was rotated clockwise until usual ratcheting sound was heard. Physician performed lead "tug test" and the lead pulled right out of header. The setscrew was not seen protruding but a few backspins were performed. Lead was reinserted in to the header and was verified to be fully inserted before torque wrench was used again, this time with the same result of the lead not being connected. A new torque wrench was attempted to make sure it wasn't a wrench issue however, issue occurred again. A loose connector was suspected. The ipg was explanted and a new device was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.